Manufacturer narrative:
The reported field event of a burned transmitter was not confirmed in the laboratory. The device was tested on the bench and the no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a lightning storm, patient's transmitter burned. The transmitter was replaced. No further information was provided.